Event description:
It was reported that the bd twinpak package seal integrity was poor/questionable. The following information was provided by the initial reporter: "unsealed bd syringes with twinpak dual cannula device systems in the genentech tnkase kits." Verbatim: rcc received a complaint via email. Email(s) attached. Unsealed bd syringes with twinpak dual cannula device systems in the genentech tnkase kits. Item#303393.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.